Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, as the patient was unable to transfer fluid to the cylinders and the pump bulb remained flat. The patient attempted to reset the pump without success. He was advised to contact his physician for device evaluation and next steps. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, as the patient was unable to transfer fluid to the cylinders and the pump bulb remained flat. The patient attempted to reset the pump without success. He was advised to contact his physician for device evaluation and next steps. No patient complications were reported.